Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy dialysate and abdominal pain. The cause and treatment were not reported. It was unknown if the patient was hospitalized for the event. At the time of this report, the patient was recovering from the event. Pd therapies were ongoing. No additional follow up will be performed.